Event description:
Info was received alleging the device does not sound an audible alarm. The device was reportedly in pt use; however, there was no reported pt harm. During the repair evaluation, it was confirmed that the audible alarm did not sound to specification to alert the caregiver of an event. The alarm component was replaced to correct the problem. According to the repair technician, the device appears to have been dropped. The alarm component was evaluated further by the MFR. The malfunction could be duplicated on an intermittent basis. The malfunctioning component was returned to the supplier for root cause analysis. If further pertinent info is obtained, a follow-up report will be submitted.